Event description:
Customer reported insulin pump started to alarm compromised force sensor system. Customer was changing the set when alarm occurred. Customer's blood glucose was unknown. Troubleshooting was performed. Customer advised to disconnect from the device. Customer did not drop or bump the device prior to the alarm. Customer was advised to continue disconnected. Customer stated the drive support cap was sticking out and she did not press it in. Customer was advised to discontinue use of the device and revert to back up plan. The device was donated to customer by previous customer's spouse. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. See manufacture report number 2032227-2015-01600.